Event description:
The pt with the incomplete side cut: the flap cut was opened using a blade tool and treated the same day. The pt with no visible flap cut: the pt was treated the same day using prk.